Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) evaluated the iabp unit found autofill failure(s) in the logs. The fse was unable to duplicate the reported issue. Unrelated to the event, the fse replaced the tidal volume, as per assist hours. The fse then performed all calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump had an autofill failure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump had an autofill failure. There was no patient involvement, and no adverse event reported.